Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer froze and subsequently reprogrammed the implantable device to emergency mode during interrogation without any observed input. It was noted that when the hard drive performance was not at maximum and when the programmer went to an error it would go to emergency. It was further noted that the keyboard was missing hardware. All found defective parts were replaced and all other identified issues were resolved. The hard drive was replaced, reimaged, loaded and updated to the latest software. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer froze and subsequently reprogrammed the implantable device to emergency mode during interrogation without any observed input. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.